Event description:
It was reported that a user received a pairing failed alert while attempting to pair a dexcom g7 sensor to the ilet after a factory reset, preventing entry of weight and activation; after guided troubleshooting that included toggling between g6 and g7 and reentering the pairing code, the ilet and sensor paired and glucose readings resumed, with a blood glucose of 235 mg/dl recorded; the event aligned with an intermittent communication failure involving the antenna and electrical/magnetic components. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure traced to antenna-related electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was component failure.